Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. In addition, the insulin gauge displayed a value that remained static. Customer's blood glucose level was 197 mg/dl. The customer declined to troubleshoot with tandem technical support.